Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the subject experienced high blood glucose. The blood glucose reading was 481 mg/dl. The subject reported the high blood glucose during a clinical call. It was unknown how the subject treated for their high blood glucose. No harm requiring medical intervention was reported. The pump will not be returned for analysis.